Event description:
It was reported the epiq cvx ultrasound system swivel mechanism of the control panel arm did not lock properly. It was unknown if this occurred while the system was in motion. No patient or user was harmed as a result of the issue. The service engineer evaluated the system and determined that the arrester in the arm required replacement to return the system to functional.